Manufacturer narrative:
The pump remains in use supporting the patient and was not available for evaluation. A correlation between the device and the suspected thrombus and reported hemolysis could not be conclusively determined. Furthermore, elevations in estimated flow and pump power on (B)(6) 2017 and (B)(6) 2017 were confirmed per the evaluation of the submitted system controller log files. The submitted system controller log file contained approximately 16 days of data from (B)(6) 2017 at 16:53 to (B)(6) 2017 at 0:11 and captured elevations in power on (B)(6) 2017 and (B)(6) 2017. A pump stop associated with a motor stopped command received was captured on (B)(6) 2017 at 13:25. There was also a yellow wrench alarm on (B)(6) 2017 that was associated with an lcd fault. The yellow wrench alarm cleared immediately. The events captured in the log file showed the system operated above the low speed limit for its duration. A specific cause for the change in pump parameters cannot be conclusively determined. It was reported that the pump stop command was accidentally depressed by a clinician. The patient is currently stable and their labs continue to be monitored. No further events have been reported. Thrombus and hemolysis are listed in the instructions for use as a potential adverse event that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records revealed that the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
The referenced gastrointestinal bleeding was reported under medwatch report # 2916596-2017-02296. . He patient¿s weight was not provided. (B)(4). Approximate age of device- 34 days the patient remains ongoing with the device. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device on (B)(6) 2017. The patient was admitted for gastrointestinal bleeding, and it was reported that the system controller history showed some speed decelerations and power elevations. The patient was asymptomatic. The patient¿s lactate dehydrogenase (ldh) levels were 292 u/l, 322 u/l, and 347 u/l with inr of 4, 4.2 and 3.6. The dates were not specified. The manufacturer¿s technical services representative reviewed the submitted log file and observed trajectories consistent with potential device thrombosis. At the time of the event, the patient¿s anticoagulation therapy included 325 mg aspirin, plavix and coumadin due to the mentioned gastrointestinal bleeding (gi). No additional information was provided.